Event description:
The customer reported that the jaws would no longer open after the action of sealing and cutting while on vessels near the uterus. As a result, there was tearing of the vessels causing bleeding of less than 500cc. No transfusion was necessary and the bleeding was stopped with another bipolar device. The procedure was extended by more than 30 minutes. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4). The jaws of the incident device did not stick to or lock on simulated tissue after activation. Additional functional testing was performed with the device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily, and the device did ot lock on or stick to the tissue. Covidien could not confirm the customer's report.